Manufacturer narrative:
The device is not returning for evaluation, as it is retained by the account. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the tibial artery. An emboshield nav6 filter was advanced without issues. A 4.5x15mm nc trek rx balloon dilatation catheter (bdc) was advanced over the nav6 wire to post-dilate an unspecified deployed stent; however, the balloon did not rewrap well and could not be removed due to resistance with the anatomy. There was no deflation issue. While attempting to remove the bdc the shaft separated. An aspiration catheter was advanced to help remove the separated bdc. The separated bdc was successfully removed with the aspiration catheter and nav6 filter. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to filing the initial report, user facility medwatch report received states: "despite the balloon being fully deflated, there was great difficulty removing it. Despite careful manipulation, the shaft broke, with the balloon itself and part of the shaft remaining on the emboshield bare wire above the stent, and well above the distal embolic protection system. The doctor was able to recover the balloon and filter by using a CT 7 lightening thrombectomy system."

Manufacturer narrative:
H6: medical device problem code 1494 - incorrect anatomy. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. It was reported that the procedure was to treat a lesion in the tibial artery. It should be noted that the coronary dilatation catheters, nc trek rx, instructions for use (IFU) states: the nc trek rx coronary dilatation catheter is indicated for: a) balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis, for the purpose of improving myocardial perfusion b) balloon dilatation of a coronary artery occlusion, for the purpose of restoring coronary flow in patients with st-segment elevation myocardial infarction c) balloon dilatation of a stent after implantation. In this case, it is unknown if the IFU deviation caused or contributed to the reported complaint. The investigation was unable to determine a conclusive cause for the reported failure to fold (winged balloon); however, the reported difficulty removing the device, separation, removal of foreign body and unexpected medical intervention appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. Attachment: user facility medwatch report # mw5112188na